Manufacturer narrative:
(B)(4). Reporter's phone number was not provided. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the (B)(6) that the motor device was displaying an e6 error code. During service and evaluation it was found that the device was not functioning, was defective, and had no rotation. It was noted that the motor defect was due to water that had come into the handpiece. It was also noted that the device failed pre-repair diagnostic tests for handpiece temperature assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.